Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient encountered 3 infusion set cannula was crimped on (B)(6) 2024 after 3 or more hours of insertion. Insertion site was abdomen and arms. Patient regularly rotate site location. Infusion set has been used for 1 day. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1889476- MDR 3003442380-2024-08663- device 3 of 3.